Event description:
Healthcare professional reported after injection with juvederm ultra xc in the lips patient noted some discomfort and had difficulty sleeping later that night. On (B)(6) 2013, patient reported pain, swelling, and discoloration; patient was immediately assessed and treated with "hyalase, gtn paste, and daily aspirin". The healthcare professional noted it looked like the patient had a "delayed retrograde embolism to facial artery with subsequent embolism to branch to chin and to entire lower lip; right greater than left". The following day the patient was treated with "hyalase and augmentin duo forte." Patient was seen on multiple occasions since and was additionally "treated at home with wound dressings by registered nurse staff member". Healthcare professional also treated the patient with "(B)(4) products - post laser products, scar gel and redness relief calmplex - to hasten healing and reduce scarring and redness". Symptoms have been reported as "improved", but there is "swelling and redness on the right lower lip".

Manufacturer narrative:
A vascular event involving pain, swelling, discoloration, redness and scarring is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.